Event description:
The account alleged that the head section runs up and down unintentionally without the controls being touched.

Manufacturer narrative:
The technician performed a full functions check on bed and all functions were working as they should. No damage found to any siderails or any other parts of the bed.